Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with plate and screws on an unknown date. Patient was returned to the or on (B)(6) 2012 for removal of hardware due to patient pain. The devices were intact and none of the devices were noted to be broken. This is 2 of 6 reports for the same event.